Event description:
It was reported, the physician saw patient in his office post operatively approximately two and half weeks after an ankle fusion procedure that took place on an unknown date. The physician took an x-ray and noticed that one of the cannulated screws is broken. The implanted devices may be synthes titanium 7.3 cannulated screws but the part and lot numbers are unknown. The physician also reported that this patient has had failed fusion attempts with a competitor¿s hindfoot fusion nail first and anterior ankle fusion plate second prior to the currently implanted synthes cannulated screws. It is unknown why the screw had broken; the physician has not yet discussed plans for treatment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown titanium 7.3 cannulated screw. Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn because, the complaint product was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.